Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, serial# unknown, product type external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient declined to provide his full name and date of birth. The patient did not have device serial numbers and stated that he returned everything as soon as the trial ended. The patient added that he did not call to complain, he just had a question that was answered. During the trial he just needed some adjustments done to his device but there was nothing else. No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ens_stimulator, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with a trial neurostimulator. It was reported that the trial started 6 days prior to date of report. The patient stated that he never felt stimulation on the left side. The patient stated a representative told him the lead wire ¿shorted out¿ and another representative told him there was nothing wrong with the equipment. The patient was not happy with his trial experience. No further complications were reported/anticipated.